Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located within a fistula in the arm. A 10.0x20, 75cm gladiator&#10242;alloon catheter was advanced inside a previously implanted stent for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The whole system was taken out of the patient's body. The procedure was completed with another 10.0x20, 75cm gladiator balloon catheter. No patient complications were reported and the patient's status was fine.